Event description:
It was reported the programmer would not boot up. An error message occurred at power on. The programmer was rebooted, and the same error occurred. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): programmer powered up with a system error and would not boot. Hard drive and system fan were noisy. Lower hinges found out of mechanical specification.